Event description:
A malfunction alarm was reported with a code of malf 16, and it was confirmed that the pump malfunction could not be reset. Impact on the customer's blood glucose level was unknown, as the customer declined to provide specific details. The customer was instructed to use a backup insulin pump to ensure continuous insulin delivery while a replacement pump was arranged by technical support. The customer confirmed understanding of sending back the problematic pump using a pre-paid label within 10 days after placing it in storage mode.